Event description:
Information received that a smiths medical cadd legacy pump gave high pressure alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to displaying a high-pressure alarm. The alarm was not confirmed in the event log. The device was tested three times and all three tests passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure.